Event description:
It was reported that while using bd facs¿ lyse wash assistant leakage of biohazard coming from the instrument was detected. The following information was provided by the initial reporter: "a leak was detected on the waste container (33634907) during the periodic inspection. Fluid was observed under the waste tank. The leakage occurs at the container weld in its lower part. Necessary to replace the waste container, which the user can carry out by himself. The leak took place outside the apparatus, in a location accessible to the user. The escaping fluid (waste - a mixture of biological material and operating fluids of the apparatus) was not under pressure. The user may have been exposed to direct contact with the liquid, but there was no user injury."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6 investigation summary scope of issue: the scope of issue is only limited to bd facs lyse wash assistant, part # 337146 and serial # (B)(6). Problem statement: customer reported a complaint on leakage of biohazard not contained within the instrument. Manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from 31may2021 to 31may2022. Complaint trend: there are 7 complaints related to the issue of the leakage of biohazard not contained within the instrument due to a worn waste tank for part # 337146; date range from 31may2021 to 31may2022. Manufacturing device history record (DHR) review: DHR part # 337146 serial # (B)(6)., file # (B)(6) was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on a review of the complaint trend, defect trend, DHR, risk analysis, and servicemax, and the root cause of the biohazard leakage not contained within the instrument was a worn waste container (part # 33634907 ¿ assembly waste bottle services). The customer detected the leak of fluid outside the apparatus under the waste tank during a periodic inspection and contacted a technical service representative (tsr). The tsr confirmed the issue, determined that it was necessary for the customer to replace the waste container, and sent a quote for the same. A follow-up with the customer on 20-sep-2022 confirmed that they had purchased and replaced the waste tank themselves and the issue was resolved with the instrument performing as expected with no further leaks. After this, there were no other cases associated with leakage issues. No parts were requested for evaluation as the waste container is not a returnable part and was discarded. The leakage was a mixture of biological material and operating fluids and occurred after the waste line. Although the user did come into direct contact with the biohazardous fluid, they were wearing personal protective equipment (gloves) and no one was injured or harmed due to the leak. Moreover, there was no spray of fluid under pressure, thereby decreasing the exposure. The customer also confirmed that there was no impact to patient samples due to the leak. Users should wear suitable ppe (personal protective equipment), especially while handling biological waste as stated in lwa¿s instructions for use (IFU). Proper daily and monthly cleaning procedures can be found in the bd facs¿ lyse wash assistant instructions for use, 23-11113 rev. 02/vers. A, starting on page 107 (maintenance). The safety risk of this hazard has been identified to be within the acceptable level. Service max review: review of related work order #: (B)(6)., case # (B)(4). Install date: (B)(6) 2012 defective part number: 33634907 ¿ assembly waste bottle services work order notes: subject / reported: leaky waste container. Problem description: a leak was detected on the waste tank (33634907) during the periodic inspection. Fluid was observed under the waste tank. The leakage occurs at the container weld in its lower part. Necessary to replace the waste container, which the user can do by himself. The leak took place outside the apparatus, in a location accessible to the user. The escaping liquid (waste - a mixture of biological material and operating fluids of the apparatus) was not under pressure. The user may have been exposed to direct contact with the liquid, but there was no user injury. Work performed: n/a cause: n/a solution: n/a. Returned sample evaluation: a return sample was not requested because the replaced part is not returnable and was discarded. Risk analysis: risk management files part # 337146fmea, rev. 04/vers. D, lyse wash assistant fmea disinfectant project and part # 347190-lwa-ra, rev. 04/vers. A, bd facs lyse/wash assistant (lwa) system hazards analysis report were reviewed. No new hazards have been identified and the current mitigation is sufficient. Hazard(s) identified? Yes, no. ID: (B)(6). Item: bd disinfectant function: contain the waste potential failure mode: integrity of waste tank compromised potential causes: incompatibility of antifoam with pp waste tank material local and next-level effects: waste leaks out of the tank. Hazards: chemical/biohazard due to incompatible material/chemical reaction end effects: biohazard and chemical hazard risk controls: disinfectant added to waste tank; samples lysed and/or fixed; anti-foam msds effectiveness verification: refer to memo: steris vesta syde sq product chemical compatibility with anti-foam and waste tank. Probability: 1 severity: 4 risk index: 4 output: n/a hazard: no answer target & effect: 1 ¿ harm to user cause: 1.7.1 leaks from tanks basic event: 1.7.1.1 leak in waste tank risk controls 1. Design change added rtv to tank assembly to prevent leak 2. Leak test for tank during final manufacturing test final risk: 4d, comments: risk was determined after mitigation . Mitigation(s) sufficient yes, no. Root cause: based on the investigation results, the root cause of the leakage not contained within the instrument was a worn waste tank. Conclusion: based on the investigation results, the root cause of the leakage of biohazard not contained within the instrument was a worn waste tank. After detecting the leak under the tank during a periodic inspection, the customer contacted the tsr who then confirmed the issue and advised replacing the tank. The customer purchased the part and performed the replacement themselves. After the repair, the customer confirmed that the issue was resolved, and there were no other cases associated with leaks after this one. Although the user came into direct contact with the biohazardous fluid, they were wearing gloves and no one was harmed or injured due to the leak. Moreover, no medical diagnosis or treatment was performed due to this issue. The safety risk of this hazard has been identified to be within the acceptable level. . Supporting document: n/a h3 other text : see h.10.

Event description:
It was reported that while using bd facs¿ lyse wash assistant leakage of biohazard coming from the instrument was detected. The following information was provided by the initial reporter: "a leak was detected on the waste container (33634907) during the periodic inspection. Fluid was observed under the waste tank. The leakage occurs at the container weld in its lower part. Necessary to replace the waste container, which the user can carry out by himself. The leak took place outside the apparatus, in a location accessible to the user. The escaping fluid (waste - a mixture of biological material and operating fluids of the apparatus) was not under pressure. The user may have been exposed to direct contact with the liquid, but there was no user injury."